Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the "back" button on the touchscreen became unresponsive. Reportedly, the customer is still able to interact with the pump. In addition, it was reported that the customer had elevated blood glucose levels earlier in the day. Customer did not provide a blood glucose level. Customer declined troubleshooting and stated that they are working with their doctor on adjusting pump settings. Customer stated that they will continue to use the pump for insulin therapy.